Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, no photos were provided. Per the event description, the most likely cause of the reported failure can be attributed to misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 05/23/2023, it was reported by a sales representative via email that an ar-3670 biceps implant system drill bit got stuck inside the drill guide. This was discovered during a case with no patient effect. Description: " {surgeon} was doing an open subpec biceps tenodesis in a young, active military patient with good bone using ar-2670. We began drilling and were able to break into the cortical bone, but upon taking the drill out on power it got stuck. We could not pull the drill out the guide and even still I am sending those pieces back as one because they're stuck together. We believe there's exposed plastic inside the drill guide that's heating up and melting while drilling, which is fusing the bit to the inner drill guide. We had to switch anchors to complete the biceps tenodesis procedure. Our surgeon has had this happen a few times and is not confident it won't happen again, so he's switching techniques."